Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the purple cap at the end of the wire of the nasogastric feeding tube with enfit connection (8 french x 43in) with reference number 8884720858e and lot number 2407826264 broke off and even with kelly clamps the wire would not come out from inside the ng tube. When pulling on the wire, the ng would ripple and bunch up not allowing them to remove the wire to be able to use the ng. They were able to remove the wire after significant manipulation of the ng causing more discomfort for the patient.